Event description:
The customer contacted olympus to report foreign matter was found in the channel of the evis lucera elite gastrointestinal videoscope during reprocessing. The facility finished the intended procedure with another similar device; there was no delay. There was no patient harm reported.

Manufacturer narrative:
Additional defects found by the repair center include: low angulation, the suction port was slightly worn, the channel port was slightly worn, and the insertion tube was wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation of foreign material found in the channel, the root cause could not be identified; however, it was most likely due to the following: inhaled seeds during the case where appropriate measures according to IFU were not taken. Foreign matter stuck in the channel because it was not reprocessed immediately after the case. There was a difference between the reprocessing method implemented by the facility and the reprocessing method recommended by IFU. There was a lack of equipment handling and cds training for facility staff in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.